Manufacturer narrative:
During an internal review on may 14, 2019, it was determined that the incorrect date was provided on date of this report. It was reported as 4/25/2019, however, the correct date is 4/26/2019. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(6). The product was discarded; therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30165927l number, and no internal actions was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After transseptal puncture with brockenbrough technique, the thermocool® smart touch® sf bi-directional navigation catheter was inserted into the left atrium (la) and started mapping to identify and ablate the tachycardia. The procedure was completed successfully. Post-procedure, the patient¿s blood pressure dropped during hemostasis, and cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Once the patient was stabilized with vasopressor agent, they were transferred to the intensive care unit (ICU) for observation. There¿s no information regarding extended hospitalization or patient¿s outcome. The physician reported the blood drained was venous blood. Physician also mentioned that high force readings were observed during ablation at the left atrium roof, and that the mapping, ablation or catheter manipulation might be involved in the causality of the event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The patient¿s sex was updated to female, therefore, was populated. Patient outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Manufacturer's reference # (B)(4).